Event description:
It has been reported to philips that, system could not do fluoroscopy. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and found that the system could not do fluoroscopy. Review of the system log file showed that the issue with ip-pc. As a part of troubleshooting action rse instructed the customer to restart the system, after restarting the fluoroscopy is released but the exposure does not work with error message stating low free space. Rse recreated the image storage by deleting the saved exams followed by rebooting the system. After this the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.